Manufacturer narrative:
Based on the claim against the product by the customer noting autofiring problem, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical service engineer (tse) asked if the bipolar foot pedal was pressed but the customer replied no. The tse asked what task the surgeon was performing when the activation occurred; it was a monopolar cut. The tse asked how the surgeon knew about the little bipolar energy, the caller stated that there was some tissue effect on the bipolar instrument tip. The patient was not injured because the energy from the bipolar instrument induced very little. The tse asked the customer to check the energy cable connection, especially the ground cable. The customer stated that the cables were separated, and no problem was found. The tse suggested the customer to replace the energy cables and the instruments. The issue was resolved when the customer replaced the instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause of the alleged autofiring problem cannot be determined based on the information provided and phone support details. The tse had the customer replace the energy cables and instruments. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, bipolar energy also activated on a bipolar instrument when the surgeon activated monopolar energy. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the active monopolar induced bipolar energy. When the monopolar energy was activated, there was a little energy activated on the bipolar instrument. The technical service engineer (tse) asked if the bipolar foot pedal was pressed but the customer replied no. The tse asked what task the surgeon was performing when the activation occurred; it was a monopolar cut. The tse asked how the surgeon knew about the little bipolar energy, the caller stated that there was some tissue effect on the bipolar instrument tip. The patient was not injured because the energy from the bipolar instrument induced very little. The tse asked the customer to check the energy cable connection, especially the ground cable. The customer stated that the cables were separated, and no problem was found. The tse suggested the customer to replace the energy cables and the instruments. The issue was resolved when the customer replaced the instrument. The procedure was completed using a backup instrument with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the incident occurred with an isi instrument. A forcetriad generator was used with no other generator being used during this procedure. It is unknown if the surgeon was pressing any activation pedals at the time of the event. It was unknown what type of cannula was used, if double-cannulation was used, if the monopolar energy cables and endoscope cables were in close proximity or tangled. It was also unknown if the was inadvertent energization of a bipolar non-energy instrument while activating the monopolar instrument. The surgeon does not recall if the user interface correctly displayed information about the activation status and instruments on each arm. The surgeon believes the instrument caused this event. The instrument tip was in contact with tissue during the incident. There was no injury to the patient.